Event description:
It was reported via social media that the customer was hospitalized several times in the past due to an insulin pump malfunction. The details of the customer's hospitalization was not provided. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.